Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter would not power up after the patients home was struck by lightning. The patient attempted to reset the power adapter and found that the power strips were burnt.